Manufacturer narrative:
On march 29, 2022, mentor received additional information regarding the complaint file. The patient stated her veins were turning black and had stretch marks. Furthermore, an updated date of implantation was provided as (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery to implant a 450cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient experienced breast pain, shooting pains, a yeast infection under both breasts, aches, thyroid levels spiking and dropping, and kidney stones. Furthermore, the skin of their breasts is hanging from their chest and the chest was described to have two big holes. The right breast is deflated and smaller than the left breast. Magnetic resonance imaging has been conducted four times along with a chest x-ray. The described symptoms are consistent with a generalized illness. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-02240 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that an error was reported in the follow-up report. The date of event should have been updated to (B)(6) 2021 as the date of implantation was updated and the previous date of event was prior to the updated date of implantation. Manufacturer¿s reference number: (B)(4) in the follow-up report, the date of event should have been (B)(6) 2021.